Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while charging. The pump was not exposed to abnormal temperature conditions. In addition, the customer received a power source alert. The customer was able to charge the pump with a different wall adapter. During follow up the customer was able to charge the pump with tandem wall adapter after keeping the pump plugged in. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer continued to use the pump for insulin therapy.